Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (INS). The reason for call was patient reported their implant had been dead for over a week now and they couldn't get it to start stimulating. Patient said they were recharging the implant and saw No Device Found when they first saw the message a week ago. Agent reviewed no device found message with the patient and walked patient through entering passive recharge mode. Patient then saw Battery Empty, Cannot continue, Recharge the controller message. Agent had patient plug the controller back into the AC power supply and patient confirmed the green light was blinking above the screen. The issue was not resolved through troubleshooting. The patient was redirected to call back once the controller was charged for further troubleshooting. Patient called back saying they let the controller charge, but now they saw software problem (1-Intellis, 2-3.6, 3-58, 4-qf_new) patient said they'd been able to resolve that before, but not this time. Patient had the charging cord plugged in to the controller at the time. Patient walked patient through resetting controller and after reset patient saw memory problem. Patient set date and time, then went to start a recharging session. Patient was able to start charging on excellent: con troller 100%, implantable neurostimulator (INS) red. Agent reviewed to continue charging and once implant charged more, patient could turn stim back on. Patient said they'd been without their stimulator for over a week and they were having cramps in their legs las t night. PT called back stating since last week the PT could not recharge their INS. The PT was getting stuck on looking for device. During call PT verified no damage to the controller battery, controller battery, controller charging port, or to the RTM. PT blew into the controller charging port and cleaned the RTM pins. PT reset the controller and got memory problem; PT set up date and time. When they attempted to recharge the INS they got cable disconnected even though it was still plugged in. PT was then able to get recharging excellent. Patient called and mentioned they need assistance to get this new controller set up to work. During the call, handset showed set up screen, patient selected implant and then controller showed connect the recharger. Agent instructed patient to connect the recharger to start a charge session and patient confirmed the controller was now paired. Patient then unlocked the controller; controller showed Recharging Not Available Cannot continue Install Medtronic battery pack and try again screen 78. Agent asked and patient mentioned they sent back their previous controller with the Li Battery Pack in it. The issue was not resolved. A request was sent to Repair to send the patient a Li Battery Pack. Pt called back confused from receiving the replacement battery pack in the dummy controller. Pt thought that they were supposed to use the dummy controller. Agent reviewed. Pt was able to place the replacement battery pack in their controller and start charging the controller during the call. Pt saw that the controller light was flashing green. Pt noted seeing Battery Empty Cannot Continue Recharge the Controller. Agent reviewed. Agent advised the Pt to allow the controller to fully charge before initiating an INS recharging session. Agent reviewed product to return. Pt will call back if further assistance is needed. During the call, Pt mentioned that this was their second INS; Pt said that the first INS died. Patient called back to continue troubleshooting. Patient mentioned the implant was stimulating both their legs and feet from their toes to their hips or their feet and legs all the way to up their thighs. During the call patient got 100/100/100 on Passive Recharge. Patient disconnected the call. Agent called the patient back and reset the controller and got the Recharge Implanted Device message. Patient got 100/100/100 on Passive Recharge but patient would not respond to agent. Agent called patient back again and patient mentioned they were still at 100/100/100 on Passive Recharge. Patient denied any recent accidents, falls or changes with their weight. Agent redirected patient to their HCP if the replacement recharger did not resolve the issue. A replacement Recharger was sent out. Patient called back and stated that they had received the recharger, but they were still unable to recharge the INS. Patient also added that a software problem (1-intellis, 2-3.6, 3-58, 4-qf_new) appeared on the controller. Agent had patient reset the controller, but software problem message appeared again. Agent then instructed the patient to plug in the controller to the Ac power supply without the battery pack and patient confirmed that the controller powered on. Patient then reinserted the battery and confirmed that the controller was charging. Agent then instructed the patient start a recharging session and a PRM (passive recharge mode) screen appeared. After few minutes, an "unable to recharger" screen appeared. Agent instructed the patient to start the recharging session again but after few minutes. "Unable to recharge" message appeared again. Agent instructed the patient to attempt recharging the INS one more time and after few minutes, the patient was able to view the battery screen with the controller at 40% and the INS at red, recharging in excellent. The troubleshooting steps taken resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.